Event description:
It was reported that patient presented to clinic for follow up for routine interrogation, the right ventricle (rv) lead exhibited high threshold. The rv lead was explanted and replaced on (B)(6) 2025. The patient was discharged with no reports of adverse consequences.